Manufacturer narrative:
Device sample not received by manufacturer.

Event description:
Alleged issue: the staples were not closing fully during use. No pt injury reported. Pt condition listed as fine.